Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vein. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.